Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 4 of 5 on the homechoice machine (hc). The technical service representative (tsr) assisted the caregiver(cg) to cycle power. The tsr advised the cg to end therapy. The cg was contacted on (B)(4) 2011. The cg stated that the cause of the alarm was she accidentally had left one of the clamps open on the supply line. The cg stated this was an isolated event. The cg also confirmed the home patient(hp) did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 was confirmed, and the root cause was determined to be use error, an open clamp. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.